Event description:
It was reported that noise was observed. The device was explanted and replaced. Patient had no issues post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.